Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the (B)(6) of a break in aseptic technique, loose bowel movement and peritonitis in a male patient. During a call with the baxter customer service, the following information was provided. On unreported dates, the patient experienced a break in aseptic technique, a loose bowel movement and peritonitis. It was not reported if the patient was hospitalized. The cause of the events was unknown. Treatment information was not provided. It was not reported if the patient had recovered from the events. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because it was reported that there was a breach in aseptic technique. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. Peritonitis occurred as a result of use error (break in aseptic technique) and there was no product allegation made, therefore a sample is not required. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The issue is being investigated through a CAPA. A follow-up report will be submitted if additional information becomes available.